Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The device was calibrated to ensure proper occlusion detection.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's functionality testing of a spectrum pump, the device constantly displayed the downstream occlusion message "at low setting" during therapy (medication, programmed amount and delivery rate unknown). The event occurred after the drug library had been changed with setting downstream occlusion limits to "low" increasing the sensitivity in the pediatric profile. The customer also stated that the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.